Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration unknown) at 2.5 mg/day via an implanted pump. The patient was previously on a dose of 2.75 mg/day and had difficulty with breathing and staying awake. He could fall asleep at anytime. The patient was still having issues with staying awake and was tired all of the time. The patient talked to his healthcare provider (hcp) and was told to call the company representative (rep) in (B)(6). The event began 2-3 months ago, but the patient could not give a specific month with certainty. The patient talked to the rep ten days ago about this issue and another drug was recommended to him. The situation was currently being addressed by the hcp. The patient wished to receive physician listings for doctors in his area. The patient was not registered but the pump was implanted 2.5 years ago. On (B)(6) 2016 the patient further reported that the circumstances that led to the difficulty breathing and staying awake was the dilaudid set too high .the steps taken to resolve the difficulty breathing and staying awake was lower dose. The pump with dilaudid alone not working to relieve higher pain levels. Nothing at all below the patient's waist. At this point the patient was ready to remove the pump as no one has given the patient the time or consideration to help the pump help the patient.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the healthcare provider who reported not related to the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.